Manufacturer narrative:
B.7 added information that was inadvertently omitted from the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. The root cause of the arrhythmia/paroxysmal atrial fibrillation was unable to be determined due to insufficient clinical details. The device history review was completed and the pump passed all the post sterile inspection checks.

Event description:
It was reported via abiomed's study database that a patient implanted with an impella cp experienced ventricular arrhythmia. Synchronized cardioversion was performed with mild improvement, and an amio bolus was transfused. The patient then experienced an atrial flutter. Again, amio was transfused and the patient was converted back to normal sinus rhythm. Later, the pump was explanted and the patient survived.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.